Manufacturer narrative:
Investigation summary: it was reported when pulling back on the syringe to waste the plunger becomes separated from the stopper. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible the customer is not using the product as intended. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. A device history record review was completed for provided material number 306547, lot number 1105711. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil stopper separated from the plunger when pulling back to confirm blood flow. The following information was provided by the initial reporter: "when pulling back on syringe to waste the plunger becomes dislodged from the stopper" "practice: flush port, then pull back to confirm blood return of port, then take 5ml waste prior to drawing labs. Issue: when collecting that 5 ml of blood waste in the syringe the syringe is becoming detached from the plunger. No harm to patient. No exposure to blood or medicine, blood remained contained in syringe. Patient was having labs drawn prior to chemo. Flushes feel ¿cheap¿ lower quality plastic, treads are not deep enough to hold in the black gasket, or glue is not strong enough. All nurses use flushes to pull back and confirm blood flow, disagree with off label use that has been described before."